Event description:
It was reported that the field representative called technical services (ts) for a consult review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Upon review, right atrial (ra) far field oversensing which led to inappropriate atrial tachy response (atr) and pacemaker mediated tachycardia (pmt) episodes were observed. Further review of the pmt episode showed the rhythm to be a true pmt that was terminated by the device algorithm. Ts discussed troubleshooting options with the field representative. At this time, the ICD remains in service. No adverse patient effects were reported.